Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2023 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 28-sep-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-jul-2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2023 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 28-sep-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-jul-2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2023 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 28-sep-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-jul-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while doing a power exchange, the battery was connected to the power port, but when one of the batteries was di sconnected, the controller gave a no-power alarm. It was stated that the battery did not register when it was connected to the controller, and this resulted in no power going to the controller during the power exchange and a ventricular assist device (vad) stop. It was noted that there was a battery communication error. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to charge on a test battery charger and provide power to a test controller. Internal inspection of the batteries did not reveal any anomalies. The batteries were lubricated prior to release. Review of the available autologs report did not reveal anomalies involving the batteries within the analyzed period. Review of the autologs report revealed a controller power-up with associated motor start event logged on (B)(6) 2023 at 11:12:32, indicating a loss of power to the controller. Prior to the loss of power (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 22 seconds. Raw log files were not available for analysis. As a result, the reported communication error event could not be confirmed. The reported loss of power to the controller event was confirmed. The continuous no power alarm is ge nerated when both power sources are disconnected from the controller. A possible root cause of the reported loss of power to the controller resulting in a ventricular assist device (vad) stop event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.